Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during procedure with this disposable pressure transducer (dpt) with vamp, blood pressure (bp) values were lower than expected, therefore, the dose of vasopressors was increased but the bp value remained very low. The dpt was changed with another unit and the bp value was correct. No more available information. There is no allegation of patient injury. Patient demographics were unable to be obtained.

Manufacturer narrative:
Added information to sections h6 (component code, type of investigation, investigation findings, investigation conclusions). Based on further engineering evaluation, occlusion in the fluid path could be related to the report of "inaccurate measurement". There are manufacturing controls to avoid potential causes related to the reported malfunction. However, according to the available information, it could be determined that the root cause is associated to the manufacturing process. The manufacturing personnel has been notified to avoid the recurrence of this issue. Product risk assessment was initiated. All events will continue to be reviewed and monitored.

Manufacturer narrative:
Corrected section h6 (health effect - impact code). Updated sections b5 (event description), d9 (device returned to manufacturer), g3 (date received by manufacturer), h3 (device evaluated by manufacturer) and h6 (type of investigation). Added information to sections d5 (operator of device) and g1 (contact office telephone number and manufacturer establishment name). The device involved in this case was received by our product evaluation laboratory. The report of "incorrect measurement" was unable to be confirmed. However, a flow restriction was detected from the kit during priming and could not be performed. An occlusion was found at the bond joint between the pressure tubing and the distal male connector. What appeared to be bonding material formed a blockage inside the pressure tubing and restricted the flow during priming. Internal drawing for model t005021m instructed to bond the pressure tubing with the connector with bonding solvent. Once the returned pressure line was removed, the flush device of the kit functioned properly. The dpt (disposable pressure transducer) zeroed and sensed pressure accurately on a pressure monitor. Pressure did not show any drift during output drift testing and met specification. Electrical testing showed that both input impedance and output impedance were within specifications. Zero-offset also met specification. No other visible damage was observed from the unit. A supplemental report will be sent with the final investigation results.

Event description:
As reported, during procedure with this disposable pressure transducer (dpt) with vamp, blood pressure (bp) values were lower than expected, therefore, the dose of vasopressors was increased but the bp value remained very low. The dpt was changed with another unit and the bp value was correct. The dose of vasopressors was minimal, the patient did not suffer hypertension, neither it was needed to administrate medication to regulate blood pressure. No more available information. There is no allegation of patient injury. The device was available for evaluation. Patient demographics were unable to be obtained.